Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms during basal delivery and while attempting to load multiple cartridges. The customer's blood glucose level was not impacted. The customer reverted to using manual daily injections to manage diabetes.